Manufacturer narrative:
D4. Serial #: (B)(6). D4. Primary UDI number: (B)(4). H4. Device mfg date: 24-jan-2023 investigation summary: the affected device was returned for evaluation. Visual inspection performed. No abnormality related to the reported event was confirmed on the product's appearance. Functional testing performed. The circuit disconnection alarm does not disappear even after connecting the l-70 heating tube to the main unit, confirming the customer's reported issue. The root cause was that the microswitch would not recognize the tube insertion. The microswitch was adjusted to correct the issue. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: month and day of event have been provided, but year is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the alarm won't stop. There was no patient involvement and no patient harm/adverse event reported.